Event description:
It was reported that the right ventricular lead had oversensing of the atrial pace occurring which caused the device to detect and deliver high voltage therapy. It was also noted that noise could be produced on the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.